Event description:
Intermittent high impedance was observed on trending data. Pocket was opened and showed rv sense/pace connector was loose. Physician re-tightened the connector and measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.